Event description:
It was reported by repair work order that the patient right side rail will not latch into the upright position due to a bent pivot block on the latching spindle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.